Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device had normal output and normal telemetry. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker could not be interrogated. Patient was brought into the clinic and device was able to be interrogated and was found to be functioning normally. No intervention was performed. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction ¿ missing information added in b5.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2024.